Manufacturer narrative:
Batch review performed on 28 march 2025: lot 2303920: (B)(4) items manufactured and released on 15-06-2023. Expiration date: 2028-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event, batch review performed on 28 march 2025: gmk-sphere 02.12.0007l femoral component sphere cemented size 7 l (k121416) lot. 2244558 lot 2244558: (B)(4) items manufactured and released on 22-02-2023. Expiration date: 2028-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0511fl tibial insert fixed sphere flex size 5/11 mm l e-cross (k202022) lot. 2243416 lot 2243416: (B)(4) items manufactured and released on 13-01-2023. Expiration date: 2027-12-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 6 months the patient came in due to signs of infection. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.